Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue of instrument no longer cutting was confirmed. The mega suturecut needle driver instrument was analyzed and found to have blade damage at the midpoint of the blade. One of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. As a consequence, one of blades demonstrate mechanical indentation, leading to complications for the scissors when closing and opening. Additional observation(s): the reported issue of broken cable could not be replicated nor confirmed. Manual articulation was performed with no issue detected.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument cable was broken and the instrument no longer cuts. The procedure was completed as planned with no reported injury.